Manufacturer narrative:
Additional information: the customer did not return the suspected product. The in-house contour meter was tested with the in-house contour test strips from lot # 8dj3b03b, while the in-house contour next meter was tested with the in-house contour next test strips from lot # 7fpec04b. All the results were within the expected ranges. Corrected information: one of the meters mentioned in the initial report was contour next ez. The correct brand name for the affected meter is contour next. Has been updated with this information.

Event description:
The customer ran blood glucose tests and obtained difference of 30 mg/dl between her contour and contour next meters.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer ran blood glucose tests and obtained difference of 30 mg/dl between her contour and contour next ez meters. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return test strips for evaluation. No product details were provided by the customer.